Event description:
Provider states they are getting a joystick fault code in the fault log. Provider states that the chair would stop driving while the consumer was using it and they would power cycle a couple times and then get it to work again.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.